Manufacturer narrative:
(B)(4).

Event description:
It was reported that a device irrigation ports were partially clogged. During preparation of the intellanav oi catheter irrigation was coming out of the lumens but it was just like dripping out of them as opposed to streaming, all six irrigation ports were partially clogged. The ports were inspected and wiped by the physician, however, the irrigation issue persisted. Another catheter was used to complete the procedure and no patient complications occurred and the patient's condition is fine.

Event description:
It was reported that a device irrigation ports were partially clogged. During preparation of the intellanav oi catheter irrigation was coming out of the lumens but it was just like dripping out of them as opposed to streaming, all six irrigation ports were partially clogged. The ports were inspected and wiped by the physician, however, the irrigation issue persisted. Another catheter was used to complete the procedure and no patient complications occurred and the patient's condition is fine.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by manufacturer: visual inspection of the device revealed that one of the irrigation holes is plugged with dried saline. The saline was dissolved, which revealed the port is partially blocked. Irrigation test revealed that four of the six irrigation holes produced a normal spray of saline water. Only droplets of saline water came out of one of the ports and a weak spray out of the remaining port. The test was repeated multiple times with the same results. Microscopic inspection confirmed that the obstruction was still present in the port. The obstruction is most likely are composed of solder and appear to be securely attached to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is manufacturing process design. (B)(4).